Manufacturer narrative:
The investigation into the damage has been completed. The impella automated controller was returned for investigation. The returned console was inspected the purge pressure sensor retainer was confirmed to be broken. The cause of the issue was a defective component. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported for an automated impella controller (aic) had a broken transducer component. A loaner was sent to the customer to initiate return of this device. There was no report of patient harm or injury.